Event description:
Customer reported, two small streams of water running from the analyzer to the floor drain. She stated, the leak appears to becoming from the front of the analyzer and is leaking into a walkway/exposed area. No one had slipped/fallen or been injured. Customer stated no erroneous sample results have occurred.

Manufacturer narrative:
The field service representative determined a clot in the sample rinse station waste drain to be the cause. He removed the clot and cleared the drain. He ran calibrations and controls to verify analyzer operation, all results were within limits.